Manufacturer narrative:
This individual report provides data received from the thv/tvt registry. Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) associated with the tavr procedure. Ventricular septal defects (vsds) may be of congenital origin, may be acquired because of penetrating trauma, blunt trauma, post-surgical contusion, myocardial infarction, or perforation at cardiac catheterization. Post myocardial infarction vsds is a rare but serious complication, which may result in cardiac wall rupture. Septal perforation develops on the average 2-3 days after myocardial infarction. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, the exact cause of the annular rupture resulting in ventricular septal perforation cannot be determined. It is possible that the event was due to unknown patient factors (calcification, etc). There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the physician, via social media thread 'implanted a 26mm s3 immediate pressor requirement. This is observed on tee.' Short axis view.' ' very large vsd at the level of the membranous septum'. As clarified by the field clinical specialist (fcs), post implant procedure of a subclavian/axillary implant of a 26mm sapien 3 valve in the aortic annulus, the patient had a ventricular septal defect (vsd). A patent foramen ovale (pfo) occluder closure device was implanted. The disk from the pfo occluder was protruding out into the left ventricular outflow tract (lvot) just below the first valve. A second valve was implanted to move the pfo disk out of the way so there would be no obstruction of the lvot; also to seal the vsd. The patient was doing great and discharged home 2 days later.